Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had been alarming, but the screen is blank. This had been the second call that evening regarding the same issue. The battery door had been opened and closed with a 10-second pause in between. The pump had powered back on, and a loss of power alarm had been acknowledged. The settings had been reviewed¿reservoir volume 16.3 ml and continuous rate 0.6 ml/hr¿and had been verified against the medication label, which indicated blincyto at 0.6 ml/hr over 168 hours. The pump had been restarted, and the display had read: "running continuous, reservoir volume empty in 27 hrs 5 min." The battery icon had shown 3/4 in green. The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.